Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2015-01052. The reported complaint was confirmed. During the laboratory evaluation for emdr #1828100-2015-01052 the pst observed the broken latch. The uas was received with lower part of latch missing. The device will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the red ultrasonic air sensor (uas) latch was broken. There was no patient involvement.